Event description:
It was reported in a service report that there was a broken plastic side piece. No adverse consequences were alleged.

Event description:
Reporter alleged that he obtained a result of 113 mg/dl on the advantage system with expired strips and felt confused before passing out 15 minutes later. The customer reported that his friends called an emergency unit, they arrived 15 minutes later, obtained a result of 25 mg/dl on their system and treated the customer with medication. Reporter stated that he was taken to the hospital and given orange juice and food there. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.